Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2011. According to the complainant, during the procedure, the sphincterotome was advanced down the olympus endoscope and positioned within the duodenum. However, when the device was bowed, the tip bowed to the right towards the 2 o'clock position. No visible damage was noted to the device prior to introduction into the patient. The procedure was completed with another jagtome rx sphincterotome. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
(B)(4) for the reported event of cutting wire failed to align (failed to bow in plane). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.